Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Inspected two opened and or used reservoirs, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoirs were not occluded.

Event description:
It was reported by the customer that their reservoir may be occluded and their insulin pump alarmed no delivery. Customer stated they changed the infusion set twice and doesn't believe it is an issue with the insulin pump. Customer declined further troubleshooting. Customer's blood glucose level was 360 mg/dl at time of reporting. Nothing further reported.